Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation with a mini cap attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp of the minicap transfer set broke. This occurred while the patient was sleeping. The patient woke up with a piece of the transfer set in their bed. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.